Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, after the valve was fully released, the patient's blood pressure did not rise from about 80 and the st was slight elevated. A coronary artery occlusion was suspected and an aortogram was performed. The right coronary artery (rca) did not show signs of deterioration so the blood pressure was controlled by an intra-aortic balloon pump (iabp) and a percutaneous coronary intervention (pci) was performed on the rca. The pci was successful and the hemodynamics were stable so the iabp was removed and the procedure was completed. Of note, the left coronary artery (lca) inlet was located at the non-coronary cusp (ncc)-left coronary cusp (lcc) commissure and the rca inlet was located in the middle of the right coronary cusp (rcc) sinus of valsalva (sov). As a result, it was possible the the valve came in front of the entrance to the rca due to positioning. The sov diameter and height were above the recommended values, so it is believed that the obstruction was not due to the patient's own valve. No additional adverse patient effects were reported. Additional information was received that an rca occlusion was confirmed. Per the physician, the cause of the hypotension was the myocardial infarction due to the rca occlusion, and the delivery catheter system did not contribute to the occlusion.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, after the valve was fully released, the patient's blood pressure did not rise from about 80 and the st was slight elevated. A coronary artery occlusion was suspected and an aortogram was performed. The right coronary artery (rca) did not show signs of deterioration so the blood pressure was controlled by an intra-aortic balloon pump (iabp) and a percutaneous coronary intervention (pci) was performed on the rca. The pci was successful and the hemodynamics were stable so the iabp was removed and the procedure was completed. Of note, the left coronary artery (lca) inlet was located at the non-coronary cusp (ncc)-left coronary cusp (lcc) commissure and the rca inlet was located in the middle of the right coronary cusp (rcc) sinus of valsalva (sov). As a result, it was possible the valve came in front of the entrance to the rca due to positioning. The sov diameter and height were above the recommended values, so it is believed that the obstruction was not due to the patient's own valve. No additional adverse patient effects were reported.